Manufacturer narrative:
Conclusions: a thorough review of this file was completed by an on-site medical advisor and concluded that the info that was rec'd from the report does not reasonable suggest that the subject device caused or contributed to the pt's injury. This pt was re-operated 8 days after the use of the product, in a surgical procedure where sources of bleeding can be many. It was noted that there was good hemostasis at the time surgery ended. Squeezing of the staple line likely will result in pressures that far exceed anything that would occur to the vessel under ordinary circumstances. Also noted is that, the surgeon was not sure it was product related due to co-morbid conditions.

Event description:
Lar spleenectomy procedure. Two ralc30v dlu were used on the splenic vein and artery. Once both dlu's were fired, homeostasis was observed and surgeon commented on how nice it looked and worked. The staple line was determined to be hemostatic. On the following thursday, there was a concern regarding the devices used. Pt was re-admitted for surgery 6 hours later, where 1.5 liters of blood was removed from the abdomen. When the surgeon squeezed the staple line, it was observed that the staple line did in fact leak. Surgeon is not blaming the outcome entirely to our devices as the pt's pre-existing conditions may have contributed to pt's expiration.